Event description:
Pt found on floor at foot of bed (hill rom). Pt stated that she moved to the foot of the bed to exit. All four side rails were up. Bed exit alarm system was activated and red light was showing. Pt fell after exiting bed, fractured her right hip.